Event description:
It was reported to philips that the device experienced a defibrillator test failure. There was no reported patient involvement. The customer requested that an authorized service personnel (asp) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy and processor pca. The therapy and processor pca were replaced on the device. After the replacement, the device passed the defibrillator test. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.